Event description:
It was reported that customer's insulin pump alarmed and then it shut off. The malfunctions started about two weeks ago. Customer replaced the battery and the device worked temporarily. The battery compartment and cap are not damaged. Customer does not feel confident about the device and wants a replacement. It is being replaced. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, and off no power test. No blank display was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and a cracked display window.